Event description:
Event: pt expired. Two grafts were used during the case. This is the report for the second graft used. Case details: the pt was not an ideal candidate due to having a superior neck angled greater than 60 degrees. The right common iliac artery was ectatic. The treatment plan was to land in the right external iliac artery. The right internal iliac artery was coil embolized prior to the procedure. Left side was ipsilateral. The second graft had wire wrap which was resolved. Contra wire control was lost and the wire became caught on the hooks. Due to the angled neck the hook and wire were sitting on the aortic wall. The aortic balloon was partially inflated to create a space between the superior attachment and the aortic wall. A guide catheter was used to free the wire from the hooks. The superior attachment was released. The balloon shaft was pulled back but the balloon did not move. The contralateral system was deployed. The graft migrated distally during wire exchange. The balloon would not inflate. The device became stuck in the ipsilateral limb during removal. Pt went into cardiac stress and the decision was made to convert the pt to standard open repair. The pt expired during surgery. It was verbally stated to guidant that the cause of death was hyperkalemia due to prolonged occlusion of both internal iliac arteries, and that the graft was properly implanted.